Event description:
Surgeon attempted to put prevena wound vac on pt. Wound vac sponge would not keep suction. Surgeon said that the prevena canister would not seat onto the prevena wound vac machine properly. FDA safety report ID# (B)(4).